Event description:
Device 3 of 3. Ref MFR report #1627487-2013-11078 and 1627487-2013-11079.

Manufacturer narrative:
Correction numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.